Event description:
The caller reporter that the surgeon feels that the tip of the expressew is obstructed and that caused the tip of the expressew needle to break off inside the patient during a shoulder procedure. The surgeon converted to an open procedure and believes he removed broken piece. There were no adverse affects to the patient reported.